Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed based on the review of the archive data and during functional testing. The root cause of the system error is related to a communication error between the drive train motor and the processor pca board. The archive data review showed system error latch error 71 (motor drive train command issue) around the reported complaint date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the system error latch error 71 message displayed upon powering on, thus confirming the reported complaint. The autopulse platform was connected to the autopulse vision software (ap vision 3) to reset the software and clear the system error latch error 71. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The brake gap was cleaned and confirmed to be within specification, all cable connections were thoroughly cleaned, and the clutch was deburred as a preventive measure for the latch error 71. Zoll is awaiting the customer's approval for service. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for the autopulse platform with sn (B)(6).

Event description:
The autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message upon powering up. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.